Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 363 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. The infusion set was changed to address the event and insulin delivery was resumed.